Manufacturer narrative:
This device is not available for analysis. (B)(4).

Event description:
Per the clinic, the device was explanted in (B)(6) 2012 (exact date not reported), due to necrosis of skin flap tissue. The patient was reimplanted with a new device on (B)(6) 2012.